Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - laparoscopic colectomy. "This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." "Septum damage". Report from the sales rep: "the septum was fragmented by inserting/removing a hook into/from the trocar. The fragment was removed from patient, and the trocar was replaced with new one. Then, the procedure was successfully completed. The patient status is ok." Initial investigation report: "the event unit was returned to us and visually inspected. The returned fragment size is approx.7.0mm x 3.5mm. The returned fragment matched the missing portion on the septum in shape. The unit will be returned to amr for further evaluation. Admin#(B)(4)."

Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.